Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that shortly after initiation of pump, flows were acutely lost. Flows reading 0.0 lpm, power around 2.0 w, pulsatility index low as well. There was suspected obstruction from unknown origin. Right ventricle was having trouble as well. Lvad turned off. Troubleshooting done while patient was on bypass. Pump inspected, outflow graft inspected and could not visually see a clot or something obstructing device. Immediate pump exchange was performed. New heartmate 3 (hm3) operated as intended. Once the first hm3 was removed, it was visually inspected by the technicians in the room. There was tissue noted in the inflow cannula. Tissue was removed. Lvad, modular cable and primary controller replaced/exchanged to a new hm3 lvad, modular cable, and primary system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed pump thrombosis which would have contributed to the low flow events captured within the extracted log files. A direct relationship between the device and the reported right ventricle dysfunction could not be conclusively determined through this evaluation. The extracted lvad event and periodic log files recorded the flow at 0.0 lpm for the majority of data that appeared to be associated with patient support. The flow never recovered for the duration of the log file. (B)(6) was returned assembled with the pump cable severed approximately 10.75 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was fully engaged, and the apical cuff was not returned. Examination of the blood contacting surfaces did not reveal any depositions or thrombus formations. However, the account submitted a photo which showed the thrombus that was removed from the pump. Although the deposition was not returned for evaluation, the thrombus appeared to be largely occlusive of the inflow cannula. The red and white thrombus appeared tissue-like, and likely would have contributed to the decreases flow observed in the retrieved lvad log files due to the occlusion of the inflow cannula. The thrombus did not appear to reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The account reported that the patient had an acute loss of flow shortly after implantation of their device down to 0.0 lpm. The patient had a suspected obstruction of unknown origin. The patient¿s right ventricle was having trouble as well. The pump was turned off and an exchange was performed. Once the pump was explanted the surgeon noted tissue within the inflow cannula. The tissue was removed, and a picture was taken. The patient remains ongoing on their new pump with no further issues reported. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. This IFU lists pump thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 14sep2020. No further information was provided. The manufacturer is closing the file on this event.